Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had subjective symptom of palpitation and he visited the hospital to have a checkup. Though telemetry was attempted to be established with the device using a programmer that was owned by the hospital, it was non-reactive. The screen of implantable loop recorder (ilr) was started up, but it remained non-reactive. It was considered the possibility of malfunction of the programmer, and it was replaced with the different programmer, but it was unable to establish telemetry with the device. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.